Event description:
The customer reported a communication error and a black fluoroscopic image. This will effectively eliminate the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib pcb coin battery was evaluated and replaced. The system was tested, found to be working as intended, and returned to service.